Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6)2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable event of bleeding. Patient code e0301 captures the reportable event of anemia. Impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. Post-procedure, the patient had bleeding and her hemoglobin levels dropped from 12.7 to 10.7 and further down to 10.6. The patient was admitted for monitoring and was discharged two (2) days post-procedure without any further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.